Event description:
It was reported that the patient with this right ventricular (rv) lead was part of a system revision due to pocket erosion. There was no additional adverse patient effects were reported. This right ventricular (rv) lead was explanted.